Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the surgeon had ensured the surgeon side console (ssc) 2 finger clutch was enabled, however, the right finger clutch was not working. No errors or messages were noticed. The customer moved to the other ssc and the right finger clutch was responding as expected. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis team. The reported event was reproduced during the sine cycle. The embedded serializer for master handle (esmh) was replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.